Event description:
It was reported that the insyte 24ga x 0.75in catheter was defective and "wrinkled" during use. The following information was provided by the initial reporter, translated from spanish to english: "at the moment of puncturing the patient, the plastic (catheter) wrinkled. There was no rupture. It was required to insert a new device into the patient."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. See h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the insyte 24ga x 0.75in catheter was defective and "wrinkled" during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "at the moment of puncturing the patient, the plastic (catheter) wrinkled. There was no rupture. It was required to insert a new device into the patient."